Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that error 32097 occurred against universal surgical manipulator (usm) 3. The caller hard power cycled the system, and exercised the usm 3 axis, but the error returned. The caller stated they were planning to disable the usm but were not sure if the surgeon could perform the procedure with just x3 usms. The ports were not in place when the issue occurred. There was no reported injury.